Event description:
On 27-jul-2025, the user reported that on (B)(6) 2025, after consuming a large carbohydrate meal without making a meal announcement, their blood glucose (bg) rose to a high of 283 mg/dl. The bg was corrected by ongoing ilet insulin delivery. No medical intervention or outside assistance was required, and the user reported no symptoms.